Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had minor scratched display window. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump may not be delivering correctly. Blood glucose level at the time of the incident was 346 mg/dl. Blood glucose level at the time of the call was 309 mg/dl. During troubleshooting, the customer reported that the insulin pump's drive support cap was protruding. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Event description:
Clarification of the customer's blood glucose: (B)(6) 2017 9:45 blood glucose 346 mg/dl. 12:00 blood glucose 234 mg/dl and bolus with the insulin pump and her blood glucose was 348 mg/dl dropped to 86 mg/dl. The customer ate and blood glucose went to 223 mg/dl at 4:55 treated with a bolus. 8:00 blood glucose was 275 mg/dl and bolus 8:50. (B)(6) 2017 the customer asked if pump could not be giving her insulin. Inquired what led up to the complaint. Customer response: today she had water and a diabetic shake. 8:30 am blood glucose 156 mg/dl and did a 3.5u bolus.12:30 blood glucose 246 mg/dl and bolus 18.4u. 3:15 pm blood glucose went to 436 mg/dl. The customer stated unsure if it's the pump or the kind of insulin. The customer states using humulin r insulin with pump. 5:55 pm blood glucose 309 mg/dl